Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the dual lumen argyle central line catheter was placed in the nicu on (B)(6) 2020. The PICC tubing cracked and had to be removed.

Manufacturer narrative:
A device history record review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. One used catheter with an additional extension and two clamps which came inside of a plastic was received at the manufacturing site for investigation. The catheter showed signs of use (blood). The sample was visually and functionally evaluated, and the reported condition was confirmed. During testing, the catheter leaked. Based on all available information, it can be concluded that product was manufactured according to specifications; therefore, the most probable root cause can be considered as user misuse. The product was likely damaged during use due to an inappropriate manipulation by the user. It must be noted that in-process controls (such as personnel training, incoming quality, acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.